Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular lead moved from its original position, which led to poor pacing thresholds and a decreased r-wave. There was no loss of capture, but an increased pacing threshold that was beyond acceptable limits. During the revision procedure, attempts to find an acceptable position were unsuccessful, so a new lead was implanted. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.